Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had cracked tubing resulting in blood leakage. It was also reported that 3 devices were found with cracked tubing prior to use. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 3 samples and 3 photos for investigation. The photos and samples revealed damaged tubing, which resulted in leakage. Additionally, 10 retained samples were visually inspected, and no damaged tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and leakage. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for the identification of emerging trends.